Manufacturer narrative:
Device evaluation: one smiths medical medfusion pump was returned for analysis with a crack on lower left front corner of top case. Event log history was performed and indicated that primary audible alarm post error was recorded in history. During analysis, the reported issue was able to be duplicated. High profile c9 was partially broken off from interconnect board. Service replaced the interconnect board. Based on the evidence, the complaint was confirmed. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that an audio alarm issue was experienced.